Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor anomaly and sticking out on right side. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unit alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to motor error. The motor was tested outside of device and passed. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. Displayable history crc check failed alarms are due to corrupted history file. Unit received with corroded battery tube, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.